Event description:
Account alleged that the brake is broken and would like a tech to repair.

Manufacturer narrative:
Technician replaced the brake/steer caster and brake caster to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.